Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced a skin irritation near to the implant incision site and an infectious sore. Subsequently, the patient was treated with oral antibiotics and topical steroids (specific dates and duration not reported). This had reportedly worsened the issue, leading to an open, weeping sore. Additional information has been requested but has not been made available as of the date of this report.